Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer slipped and hit his head while at work. It was stated that the customer was hospitalized and then transferred to another hospital where he was admitted in the intensive care unit and passed away. It was stated that the customer was wearing the insulin pump at the time of death. Attempted to contact to the hospital to do a follow up and the nurse manager stated that she will call us back to confirm if the customer's fall was diabetes related. Made two other attempts to reach the nurse for follow up, but no call backs from nurse. Several days later, the customer's wife called back and stated that she is going to let the customer's doctor to check the device before sending us. No further info was provided.